Manufacturer narrative:
Per the tandem user guide, "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer did not specify if air bubbles were in the patient line tubing or the infusion set tubing. Reportedly, the customer used admelog insulin. Tandem technical support educated the customer on cartridge/insulin labeling. There was no reported adverse impact to customer¿s blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.